Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower left corner, the bottom case was cracked in the l bracket area, and the right plunger case was cracked on the side. A review of the event history log identified force sensor test error in the history. During functional testing using the occlusion and force sensor test the reported issue of force sensor test error was duplicated. Fluid ingression was found inside of the plunger case. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced plunger's circuit board, float, force sensor and plunger cable. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a failed force sensor test. No patient injury was reported.